Event description:
It was reported by the user facility at the va in (B)(6) that the metal tip protruded out of the silicone and may have been responsible for a puncture wound. The patient had a puncture to the bag during a surgery on (B)(6) 2024, with dr. (B)(6); od (phaco iol with anterior vitrectomy). Upon entry into the incision, the metal tip protruded out of the silicone sheath and the punctured the posterior capsule, resulting in the need to perform anterior vitrectomy. The handpiece was discarded. One suture was placed due to enlargement of the wound to accommodate a 3 piece iol in the sulcus due to the posterior capsular tear and vitreous prolapse. Surgery was longer than usual. After we started topical moxifloxacin, prednisolone and diclofenac due to high risk of endophthalmitis and cystoid macula edema from posterior capsular tear. Patient had a follow up three days after surgery and is doing well, vision is improving.

Manufacturer narrative:
The device was discarded at the user facility. A review of the device history record found no deviations or issues detected. The lot was manufactured according to specification. However, an investigation into the issue determined the root cause to be a manufacturing issue with a lack of a drying/tempering process and automatic mandrel of injection mold being out of specification. There is a corrective action currently in place to address this issue.